Event description:
Patient had bard leonard dual lumen 10 fr catheter placed on (B)(6) 2010. Catheter tested for patency prior to placement by interventional radiologist. When patient presented to clinic for chemotherapy and blood draw next day, blood was drawn and a spot on blood was noted on the underside of the catheter below the bifurcation of the lumens. Line was flushed and fluid noted to leak at that site. Patient and husband/caregiver deny any problem with catheter overnight and denied applying any devices to the catheter, specifically the site with the leak. Patient was taken to ir and catheter replaced. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: administration of chemo, frequent blood draws.